Event description:
The consultant orthopaedic surgeon reports via sales rep there may be debris coming off the back of the cup. The customer reports that alleged debris may be pooling below the joint.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown tritanium cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.